Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. After reviewing the console and the date logs the cause of the aic issue was a software issue. E4 should have been left blank on manufacturer device report 1220648-2024-25047.

Manufacturer narrative:
The automated impella controller has been received from the customer; however, the evaluation and analysis of the device is not complete. Upon investigation closure, a supplemental MDR will be filed. Note: the event occurred on or between impella 5.5 device implant and explant dates of (B)(6) 2022 - (B)(6) 2024. The actual date of the event is unclear and has been represented as blank.

Event description:
The user facility reported the automatic impella controller triggered a controller error while supporting the patient. The patient was escalated to the impella 5.5 from impella cp device without complications and transferred to the unit for further management and recovery. After start of support (day unknown), there was a loss of placement signal and a controller error for less than 30 seconds. It was noted, however, the impella 5.5 pump continued to flow with no change in the flow and without change in the patient's hemodynamics. The patient was reported to be in stable condition following the event. Information indicates, the aic remained with the impella 5.5 pump to support the patient until successfully weaned and explanted approximately six days after start of support.